Event description:
Caller states the pt tested 178 mg/dl and hi (greater than 600 mg/dl) on the inform system within 10 mins. Customer was receiving insulin based on results obtained before this comparison on an hourly basis. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.